Manufacturer narrative:
Details of the complaint on (B)(6) 2019, customer at (B)(6) hospital reported missing alerts on the cns-6201a (pu-621ra sn: (B)(6). The monitor tech was seeing missed alarms and they stated that they should be getting them. Service requested troubleshooting/assistance. Service performed logs were collected for investigation. Nka clinical advised the customer of the following: it was determined from nihon kohden corporate that several factors contributed to the issues you are experiencing. Firstly with the seven beat run has a qrs that is narrower than the patient's qrs on a regular ventricular paced beat for the patient and that is why it did not recognize it as v rhythm. It is recommended to upgrade to org version 04-20 or later that has upgrade for narrow vt. The couplet alarm occurred after the 7 beats and did not call vpc run due to alarm for vpc run is set to 4 beats. Even though the couplet is turned off for alarm it is probably turned on in recall and that is why it is showing in the list of events. They wouldn't have got an alarm but it would record it in the list. It is determined that as for v tach alarm at 180 it is set rather high and would create possibly many oversights. Nihon kohden america's normal defaults is 100/6 beats for v tach and 100/4 beats for vpc run. 1. Recommend to have org software version updated to 04-20 or later for upgrade of improved narrow vtach. 2. Recommend changing vtach from 180 to 100/6 beats. 3. Recommend changing vpc run from 180 to 100/4. Customer reported the issue was resolved as they were moving forward with nk recommendations of settings and software update. Investigation result the cns warranty began 10/29/2015. The issue was reported after over 3 years at user facility. Review of device sap history found no previously reported issue with missed alarms. Irc-nka300176520 was opened 07/25/2019. Nkc investigation of the available information determined the system was acting appropriately based on the heart rhythms detected. Countermeasure was suggested to update org which would have improved detection of narrow vt and improved multi-lead analysis. Additionally, customer's alarm settings for vt and vpc run were deemed "a very high setting" which can create possibility for many oversights. The root cause is determined to be customer selection of arrhythmia alarm settings. Issue was resolved upon educating customer on device functionality and settings. No further issues reported for the unit. This issue is not suspected to be caused by deficient device or design. Additional information: b4. Date of this report. Dd11& c2. Concomitant medical products. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information: correction: h3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. D11 concomitant medical device information was requested from the customer, but was only provided the following: zm-531pa transmitter sn: (B)(6).

Event description:
The biomedical engineer reported that the central nurse's station (cns) missed alarms for narrow vtach. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) missed alarms for narrow v tach. From the investigation of ticket number 63204. It was determined from nihon kohden corporate that several factors contributed to the issues you are experiencing. Firstly with the seven beat run has a qrs that is narrower than the patient's qrs on a regular ventricular paced beat for the patient and that is why it did not recognize it as v rhythm. It is recommended to upgrade to org version 04-20 or later that has upgrade for narrow vt. The couplet alarm occurred after the 7 beats and did not call vpc run due to alarm for vpc run is set to 4 beats. Even though the couplet is turned off for alarm it is probably turned on in recall and that is why it is showing in the list of events. They wouldn't have got an alarm but it would record it in the list. It is determined that as for v tach alarm at 180 it is set rather high and would create possibly many oversights. Nihon kohden america's normal defaults is 100/6 beats for v tach and 100/4 beats for vpc run. Recommend to have org software version updated to 04-20 or later for upgrade of improved narrow v tach. Recommend changing v tach from 180 to 100/6 beats. Recommend changing vpc run from 180 to 100/4. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Concomitant medical device information was requested from the customer, but was only provided the following: zm-531pa transmitter sn (B)(4).

Event description:
The biomedical engineer reported that the central nurse's station (cns) missed alarms for narrow v tach. No patient harm was reported.